Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of the this product shipped to the customer over the past 3 months. A comparison sample from one of the identified lots was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. This event is two of three for the same pt on subsequent days.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak during his treatment. The cycler had alarmed for an unk alarm and when he woke up, he found a leak between a supply bag and the set's line near the connector. The set was not made available for eval. During f/u, the pt reported that he had seen his pd nurse and had been prescribed prophylactics antibiotics. No adverse event reported at this time.